Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, the surgeon console (sc) displayed a non-recoverable error during start-up. There was a commu nication error between the sc and the tower. The console was powered off, cables were checked, and the console was restarted. Multiple messages appeared on the operating room team interface (orti) and were acknowledged. After calibration, the console and arms were recognized as expected. No patient involvement.

Manufacturer narrative:
Additional review of the initial reported information has been performed and it was concluded that the event did not lead or could not have led to death or serious deterioration in state of health for the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, the surgeon console (sc) displayed a communication error during start-up. There was a communication error between the sc and the tower. The console was powered off, cables were checked, and the console was restarted. Multiple messages appeared on the operating room team interface (orti) and were acknowledged. After calibration, the console and arms were r ecognized as expected. No patient involvement.